Event description:
An "incompatible os or incompatible device" issue was reported with the abbott diabetes care (adc) with a motorola g30 with an android operating system version 12. The customer reported that their app had a "signal loss" with the sensor therefore, the customer was not alerted of changes in their glucose levels. The customer experienced loss of consciousness and was unable to self-treat. The customer was given sweets and coke by their caregiver. An ambulance was called but when hcp arrived no treatment was provided as the patient had already recovered. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer reported signal loss with freestyle librelink application. Per the abbott diabetes care compatibility guide, the reported configuration of motorola moto g30 is not compatible with the customer's reported application. The latest revision of the compatibility guide is available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.